Event description:
The customer reported via phone call that they were experienced high blood glucose level with a blood glucose value of 600 mg/dl at the time of the event. It was reported that the customer lost the pump and that was teh reason for high blood glucose. Troubleshooting was not performed as the customer lost the pump. It was unknown whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours prior to the event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.